Event description:
It was reported by a customer complaint that the patient was hospitalized due to diabetic ketoacidosis. It was reported that in 20054 the patient had high blood glucose levels and large ketones. It was reported that the high bg's coincided with a heat wave that saw the heat index rise to a reporte d106 degrees. When the bg's were noted to be on the rise a site and cartridge change was performed. It was reported that no air bubbles or crystallization were seen in the tubing. After the site change bg's continued to rise. The patient md recommended that the patient request a replacement pump. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.